Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with a blue 30 and a gray 30 reload. No non-intuitive motion was observed during in-house testing. No failures were observed during log review. The curved-tip stapler 30 instrument received advanced failure analysis investigations: the instrument was re-tested on an in-house system and was able to initialize and pick the correct reload color. The stapler movement was intuitive and smooth in all directions. There was no jitteriness or movement in a unintended direction. All motion was controlled and there was no lag observed. The stapler was able to clamp and fire multiple times without issue. The cut line and staples were properly formed on each attempt. The grip tips were moved through all angles of articulation, moving and rolling when the tips were clamped, and again when unclamped. No issues with the stapler motion were observed. During visual inspection, two dents were observed on the anvil side of the jaws, as if that part of the jaws was hit with something hard. There were also multiple light scratches and black rubbing marks present along the main shaft. The housing was removed to visually inspect the backend. No damage or corrosion was observed. Wrist components were also inspected, and no damage was observed. There were no stapler-related errors present in the logs for this procedure. Other than the dents and scratches to the anvil and main shaft, there was no observed issue with the functionality and performance of the stapler through testing. The stapler logs for this instrument and event were reviewed by an isi failure analysis engineer: the logs showed no errors related to this stapler instrument during this procedure. All engagements and initializations were successful. There were three total installs, and two white reloads were fired on the first two installs. On the third install, a white reload was loaded and the stapler went into following. There was no clamping or firing logged on this last install, meaning that the user was not clamped onto tissue when the reported motion occurred. There is nothing in the logs relating to non-intuitive movement.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi requested the customer return the curved-tip stapler 30 instrument used during this event; however, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An isi technical support engineer (tse) reviewed the system logs for this event and did not observe any relevant errors. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: tip-up fenestrated grasper (part #470347-12 / lot #u10220310-0093), curved-tip stapler 30 (part #470530-08 / lot #t10220921-0043). A review of this site's complaint history shows no additional complaints have been created for any of the instruments used during this procedure. This complaint event is being reported due to the following conclusion: during a da vinci-assist pulmonary lobectomy procedure, the endowrist curved-tip stapler 30 instrument installed on usm #3 moved superiorly without being commanded to by the surgeon and tore the pa. As a result, the patient was administered 14 units of blood and required surgical intervention to resolve the event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist curved-tip stapler 30 instrument (with a white stapler 30 reload) installed on universal surgical manipulator (usm) #3 moved superiorly without being commanded to and tore the pulmonary artery (pa). The surgeon attempted to use the cadiere forceps instrument installed on usm #1 to stop the stapler on usm #3 from moving, but it did not work. The torn pa caused profuse bleeding and the procedure was converted to open surgery. Once open, the surgeon stopped the bleeding with her finger. It was reported that the patient lost four liters of blood. The patient was reported to be in stable condition after this event. The surgeon reported that the incident occurred on the final reload installation of the procedure, which was performed with a white reload. The surgeon reported that as soon as she saw the curved-tip stapler 30 movement, she thought something was wrong and took her head out of the surgeon side console (ssc) high resolution stereo viewer (hrsv) to try and stop it. Despite removing her head from the ssc, the instrument continued to rotate and move upwards (superiorly), applying additional pressure to the pa. The surgeon indicated that she reinserted her head into the ssc hrsv and attempted to stop the stapler instrument movement with the cadiere forceps instrument installed on usm #1, but was unable to stop the stapler from moving. The stapler instrument¿s movement then caused the pa to rupture. The surgeon placed her finger in the perforation to slow the bleeding and called for an additional surgeon. The surgeon reported that they eventually got a clamp on the vessel, sutured the vessel to stop the bleeding, and resuscitated the patient. The surgeon reported that the patient was in a stable condition and indicated that there was an issue with the patient¿s insurance so the patient¿s continued care will occur at a different hospital. The surgeon reported that this event occurred on the first branch of the pulmonary artery (pa) on the left upper lobe of the lung. The surgeon said this was the last branch of the pa as all the others were stapled prior to this event. This branch of the pa was completely torn and bled, requiring a thoracotomy conversion. The surgeon did not know how much blood was lost, but stated that 14 units of blood were administered due to this event. The surgeon reported they do not have any concern of this event causing any long-term complications for the patient. The patient was hospitalized four days longer than planned due to this event. The surgeon reported that the patient outcome was good and the patient was in stable condition when they were moved to another hospital for continued care. The surgeon clarified that there was an issue with the patient¿s insurance so the patient¿s continued care will occur at a different hospital. The surgeon reported that during this event, they had closed the curved-tip stapler 30 instrument jaws around the pa after removing the endoloop, then prepared to clamp the stapler onto the vessel. Prior to clamping beginning the stapler clamping process, the stapler instrument began ¿twisting around¿ and ¿moved up and out as if it was going to rest [stop] halfway to the top of the chest.¿ the surgeon added that this motion appeared as ¿corrective motion;¿ as though the stapler was returning to where the approach began. The surgeon reported that they ¿burp¿ with the endowrist stapler instrument line. Burping was described as ¿an expected slight tick motion that is tolerable¿ when you press the blue pedal. The surgeon explained: ¿I always close the stapler, let go of the other arms, then press the blue pedal. Letting go of the arms minimizes the ¿burp.¿ this event occurred before I even brought my foot to the pedal; I didn¿t press anything. I always keep my feet at the chair rather than hovering over the pedals and my feet were still at my chair when the movement occurred.¿ the surgeon used the cadiere forceps instrument installed on arm #1 to attempt stopping the movement on arm #3. While the event was occurring, the surgeon informed the or staff that she could not stop the stapler instrument¿s movement. The surgeon attributes calling this out as the main reason they were able to save the patient as the staff prepared to convert immediately before the vessel injury occurred. The surgeon described this unexpected movement as ¿continuous motion; smooth motion with no jerking.¿ the motion reportedly occurred for about 10-15 seconds and began after the surgeon closed the stapler jaws onto the pa. The surgeon clarified that they had not yet pressed the blue pedal to fire the stapler instrument when this event occurred. The surgeon could not say how long the motion was occurring before she took her head out of the surgeon console, but the surgeon said she kept her head out of the console for a couple seconds. The motion continued while the surgeon¿s head was out of the ssc, and was still occurring when she put her head back into the ssc. The surgeon attempting swapping control to another instrument, but the event continued without change. The surgeon said no other intervention was performed due to this event other than removing her head from the surgeon console, and using the cadiere forceps instrument to try stopping the stapler¿s movement. The surgeon reported that she could see all instruments and anatomy during this event. The surgeon added that they had placed the endoscope port at the 7th intercostal space so the surgeon ¿doesn¿t have to look up.¿ the surgeon said she keeps the image ¿zoomed out¿ and therefore ¿knew that nothing was pressing on anything else on the inside.¿ the patient was reportedly placed in a lateral position for this procedure. The endoscope port was placed at the 7th intercostal space and the other three ports were in the 8th intercostal space. The 12mm trocar was in the mid-anterior axillary 8th intercostal space. The surgeon said there were four da vinci ports placed and one bed assist/air seal port placed right above the diaphragm. The surgeon reported that the bed assist was not in the chest when this event was occurring, and therefore, no laparoscopic instruments were in use during this event. The surgeon said she did not notice any other movement during this event such as movement of the patient during this event or other equipment (i.e. Bed movement, etc.). The surgeon reported that neither the curved-tip stapler 30 instrument, nor the arm it was installed on were in contact with anything during this event. The surgeon reported that no images or videos were taken of this event. No other devices (instruments, accessories, etc.) Were set aside for addition evaluation (the customer is retaining the stapler instrument). The surgeon provided the following information on the patient: patient was noted to be ¿small.¿ the patient was a female with a ¿normal range¿ of bmi with ¿no excess fat.¿ the patient was between 5¿2¿ to 5¿3¿. The site's robotics coordinator was contacted and additional information was obtained about the complaint: the robotics coordinator was called into the room to support after the bleeding event began. She reported that they opened the vascular tray and began the rapid transfusion protocol, which she indicated required the belmont blood warmer. The additional surgeon called to support with the case was at another facility at the time of the event. It took approximately one hour for the additional surgeon to arrive and that the two surgeons were able to resolve the complication together. The additional surgeon reportedly used a handheld 35mm echelon stapler to finish the case. The robotics coordinator reported that she received the request for the endowrist curved-tip stapler 30 instrument to be returned, but was instructed by her director to not release the instrument to isi for evaluation. She indicated that she does not know if and when they will return the instrument to isi for evaluation. Isi requested the robotics coordinator test the cannulas with the gage pin. She indicated that she does have a 8mm gage pin, but that they do not believe that there is any reason to test them as instruments worked within the same cannulas prior to the event occurring and the cannulas have been in circulation without a recurrence of this issue.